Event description:
An orthadapt bioimplant was reportedly used to close a capsule post cyst removal; the bioimplant was explanted post repair. The specific case type, pt's symptoms and the dates of implant, explant and symptom onset were not reported.

Manufacturer narrative:
This case involved using an orthadapt bioimplant to close a capsule following cyst removal; orthadapt bioimplants are not indicated for this use. Multiple requests were made to obtain specific case info; however, the info was not provided. Based on the limited reported info, a discernible cause could be assigned to the event. Neither the product nor the product lot number was provided to the MFR. The MFR of the device at the time was pegasus biologics, inc.